Event description:
It was initially reported by an optometrist that a patient developed an acanthamoeba infection following contact lens wear. The optometrist indicated that the patient had an infection in one eye over a year ago and has since lost the sight in one eye. They have "no idea how the infection occurred" and the patient is still continuing to wear a lens in the other eye. Additional information received on (B)(4) 2012 stated that the patient sought medical attention on (B)(6) 2011. Patient was diagnosed with acanthamoeba in her right. A biopsy was performed and permanent scarring is expected. Additional information has been requested but has not yet been received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown, thus a manufacturing site was randomly selected. Based on the trend related investigation, no root cause or contributing cause could be determined. (B)(4).